Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that pdu(power distribution unit) dcps (direct current power source) power supply module was failing. The pdu(power distribution unit) dcps (direct current power source) power supply module has been replaced that the system was returned to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot boot up. Upon further inspection, the fse identified that pdu (power distribution unit) dcps (direct current power source) power supply module was failing. The fse replaced the pdu (power distribution unit) dcps (direct current power source) power supply module. After replacement of the pdu dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.